Event description:
The user facility reported that a pt reaction occurred immediately after initiation of dialysis treatment. The pt experienced chest and back pain and overall muscle discomfort. The user facility reported that the flow was turned down to 200-cc/min, and the "ufr" was turned off. The symptoms did not subside. The blood was then returned to the pt and the unit was changed out to another dialyzer. Within 10 minutes, the symptoms disappeared. There were no further pt complications. The involved unit was discarded.